Event description:
It was reported from the patient that their seizures have worsened in frequency and intensity with the vns. The patient was taken to the ICU on several occasions due to the seizures. No other relevant information has been received to date.

Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information, initial MDR inadvertently omitted coding.